Manufacturer narrative:
Additional information was received that the reason for ipg replacement was per physician's preference and the physician does not suspect device malfunction.

Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason. The patient was doing well postoperatively.